Event description:
It was reported that an occlusion occurred on the pump. Customer experienced a high blood glucose (bg) level reading of 600 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.